Event description:
It was reported that a recently purchased printed-circuit board (pcb) failed during installation in the ventilator. There was no patient involvement reported. (B)(4).

Event description:
(B)(4).